Manufacturer narrative:
B2 outcomes attributed to ae¿ updated, b5 executive summary ¿ updated, h6 health effect - clinical code: corrected.

Event description:
It was reported that during 6 months post neurovascular procedure, the physician reported there was distal stenosis in the carotid artery which is reported to be related to the subject flow diverter device. The patient does not have any neurological damage. No further information is available. Additional information received from complaint intake centre on (B)(6) 2023 the patient is currently on medications. A vasospasm was detected at the distal side of the flow diverter during follow up. The patients currently has no indications of side effects. There are no changes noted to the vessel wall at implantation site. A vasospasm was found passing the subject stent, but not during the procedure when the subject stent was deployed, it was until the angiographic control study when they found it. The patient currently has no indications of side effects. Percentage stenosis pre and post procedure was 0-25% and at 6 month follow up, it was 26-50%. The patient is currently on medications.

Event description:
It was reported that during 6 months post neurovascular procedure, the physician reported there was distal stenosis in the carotid artery which is reported to be related to the subject flow diverter device. The patient does not have any neurological damage. No further information is available. Additional information received from complaint intake centre on 13 sep 2023 the patient is currently on medications. A vasospasm was detected at the distal side of the flow diverter during follow up. The patients currently has no indications of side effects.

Manufacturer narrative:
A2. Age at time of event: added. B5 executive summary: updated. D4 ¿ catalog# - corrected. D4 lot #: corrected. D4 expiration date - added. C2 / d10 concomitant products grid : updated e1 initial reporter: updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported "during the procedure there was not complications informed, but after the six control month the physician reported distal stenosis argumented that this event could be a complication associated with the implanted flow diverter. The physician referred to the carotid artery with stenosis probably will be occluded in a specific period of time because of the patient collateral circulation. Clinically, the patient does not have neurological damage, but anatomically and the angiography diagnosis, there is a distal stenosis of the carotid artery." "Distal stenosis of the carotid artery. Patient is taking medication, a vasospam was detected at the distal side of the flow diverter". As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported events of patient parent vessel stenosis and patient vasospasm non- serious.

Manufacturer narrative:
H3 other text : the device remains in the patient.

Event description:
It was reported that during 6 months post neurovascular procedure, the physician reported there was distal stenosis in the carotid artery which is reported to be related to the subject flow diverter device. The patient does not have any neurological damage. No further information is available.